Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed before and after the pulse generator change out. While the physician was manipulating the lead noise was observed with the new pulse generator. The lead was subsequently replaced.